Manufacturer narrative:
The procedure was an elective case. The target lesion was the distal right coronary artery (rca). The vessel was a de-novo and concentric lesion. Lesion classification was type c. The lesion length was 20mm and vessel diameter was 3.5mm. Pre-dilatation was conducted with a 3.25x12mm balloon at 4atm; inflation time is unknown. A 3.25x23mm cypher stent was deployed at 9atm for 30seconds. Post-dilatation was not conducted. Intravascular ultrasound (ivus) was conducted. The residual % of stenosis was unknown. Timi flow before the procedure was 0 and 3 after the procedure. Activated clotting time (act) was not measured. Additional information received indicates that the patient is progressively getting better, but was still hospitalized as of 2007. It is unknown if a myocardial occurred; however, ECG results were abnormal. With regards to the initial cypher stent implantation, the stent to vessel sizing was 1:1. There was good wall apposition confirmed on ivus. There was 25% distal disease to the stent that was not treated. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.

Event description:
Approximately 34 months post cypher implant, the patient complained of chest pain during dialysis. St-elevation of electrocardiogram (ECG) was observed so coronary angiogram (cag) was conducted. Thrombus was observed in the distal portion of the cypher. Stent fracture was also observed at the same portion of the cypher. To treat the thrombus, aspiration and plain old balloon angioplasty (poba) was conducted. But those devices passed laterally to the fractured part, so the fracture part was crushed to the vessel. A 3.5x24mm taxus stent was implanted to cover the cypher fully. Physician's comment: the possible cause of the of thrombotic event was because the stent was fractured.